Event description:
The customer reported unable to acquire v6 lead ECG. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4): the customer reported unable to acquire v6 lead ECG. There was no reported adverse pt impact. The customer isolated the issue to the trunk cable. The trunk cable was replaced to resolve the issue. The trunk cable was not available for philips' evaluation, but based on the customer's report, we are considering this a malfunction of the trunk cable where v6 lead ECG could not be acquired.